Manufacturer narrative:
H6- health effect- clinical code: 4581- rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned but this did not resolve the problem. The lens was exchanged for a different model lens of the same length and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in microcentrifuge vial. Visual inspection found optic deformed and haptic torn, bent, and deformed. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).